Manufacturer narrative:
No previous investigations are available. After detailed batch review, a discrepancy was found. A non conformance report (ncr) was raised for un-dissolved component particles and foreign matter in several mixes. Additional training initiatives were implemented for the operators regarding the reported event. Investigation was completed and the ncr has been closed. There is no impact on this complaint. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
Daughter of patient reports patient was being treated with healing for multiple wounds on both legs with oral antibiotics and various dressings, which became infected and the patient was taken to emergency room where he was hospitalized from (B)(6) 2014 to (B)(6) 2014 resulting in amputation from his left leg (unknown level). Summary of patient care as follows: the patient admission to the hospital for cures on (B)(6) 2014, related to three traumatic lower limb injuries. The patient entered to the appointment on crutches. The wound assessment at admission three (3) lesions were found: injury to the middle third of lower left member 8x8.5cm with 100% dry necrotic tissue, perilesional skin with redness, heat, swelling, pain (signs of infection); injury to the middle third right lower frontal member 1x1cm with 100% dry necrotic tissue and adhered; wounded in right knee 1x1cm on right knee with 100% necrotic tissue, perilesional healthy skin. Treatment was initiated with duoderm gel to promote debridement of necrotic tissue, aquacel ag for handling of local bacteria load, and duoderm cgf dressing to add moisture to the wound. Manufacturer report number: 1049092-2014-00092. Healings were scheduled every five days. The patient and family were educated in dressings' technology behavior, especially on the effects of debridement causing an increase in the size of the wounds. They were informed on indications of warning signs. During the healings between (B)(6) 2014, (B)(6) 2014 and (B)(6) 2014 necrotic tissue was observed and still persists as evidence by wetter and enlarged wounds (debriding effect, equal management was continued and having present that the patient had significantly increased in pain, edemal. Flushing was performed and was told to consult his physician. It was further reported that on (B)(6) 2014, the patient was assisted to the appointment due to difficulties walking, edema grade ii, and two injured more appearance and remarkable enlargement of existing wounds: middle third lower left member 14/13cm with 100% wet necrotic tissue, slough edges, with signs of infection; injury on frontal middle third lower right member 18x7cm with 30% wet and 70% necrotic tissue granulation, heavy exudate, with signs of infection; injury 1x1cm right knee with 100% fibrin tissue, macerated edges new lesions; injury on frontal third proximal left lower, member 8x5cm bottom with bleeding, highly exudative; injury supramalleolar external region of left lower limb with granular background 6x4cm. Management continues with aquacel ag, duoderm gel and duoderm cgf. Patient and family (son) were informed on the importance of being evaluated by an internist due to deterioration of general condition, and the wound is very strong which requires ancillary diagnostic tests. The family reported that patient already had a scheduled appointment with doctor for evaluation. On (B)(6) 2014, patient enters to healing process on wheelchair, in poor general condition, pale, polipneico. The patient's family reported that the patient had not been eating well (diabetic). Right frontal wound of lower limb, in addition to what was described in the previous healing presented with ischemic edges, surrounding with slough skin, edema grade iii, weak pulses without capillary refill. Wound on the third distal outer side of the leg: 8x7cm 100% wet necrotic tissue, ischemic edges surrounding skin macerated, increased serious exudates, edema grade IV decreased popliteal pulse, no palpable pedal and tibial, without capillary refill, cold extremity. Due to the marked deterioration, and patient not yet been evaluated by the physician, wound healing was done. Family was informed that he be taken immediately to emergency assessment by his eps. It is further noted that when it was identified that the patient did not improve and had not been reviewed by a physician (as recommended). The nurse who referred him to the emergency service, in addition to his underlying preexisting medical condition, may have put him at greater risk of complication. Treatment was performed to the patient aimed at enhancing autolytic debridement of all necrotic lesions being the predominant tissue in all wounds and aquacel ag to decrease local bacterial load.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury; however, reports states the complaint is not related to the dressing use, but reallocation of postoperative healings at the same institution where the patient had underwent operation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.